Manufacturer narrative:
The reported events of failure to capture and under-sensing were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, under-sensing and loss of capture were observed on the lead. The lead was replaced. The patient was stable and will continue to be monitored.